Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x2.75mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and moderately calcified right coronary artery (rca). Predilation was performed with a 2.75x24mm balloon. Following predilation, residual stenosis was 75%. A 2.75x28mm promus element drug-eluting stent was selected to treat the target lesion. However, during introduction, resistance was met. The device was removed and it was noted that the was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.